Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's cause of death was pneumonia. It was noted that the pocket infection had led to a lead extraction, which was complicated by shock and eventual hospital acquired pneumonia.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical product: 4568-45 lead, implanted: (B)(6) 1999. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was explanted due to a pocket infection. The lead was returned to the manufacturer, analyzed and tested out of specification. It was further noted the patient passed away approximately one month post explant. Attempts to obtain additional information regarding the patient¿s death have been unsuccessful.